Event description:
The account alleged that the brake casters do not hold in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters and the brake steer caster to resolve the issue.